Manufacturer narrative:
Investigation summary: 260 unused mp1000-c (batches 25015121, 25015319, 25035068) connectors were received and tested by our quality team. The sets were injected with saline using a 50ml syringe and closing the male luer side to inhibit flow through set in effort to induce leak. All sets passed the tests and the complaint could not be verified. The root cause of this issue remains unknown without the affected sample for testing. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Samples.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needless connector was leaking. The following information was received by the initial reporter with the following verbatim it was reported by customer that be advised we have recently noted an increasingly common defect in the bd mp1000-c maxplus clear needless connector. According to staff reports, the device leaks at its seam.